Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# va2t9nb serial# implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the device malfunctioned. Removal and replacement of device was scheduled for (B)(6) 2024.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device was not working. Caller not currently with the pt, so unable to troubleshoot. Caller stated pt suspected the samsung handset needed to be charged because they could no longer feel "vibration" of the device actively stimming. Caller stated pt reported they can go 2 weeks before needing to recharge the samsung handset. Caller had sent pt home to charge handset. Agent encouraged caller to call back if they encounter any issues upon the pt's return. Additional information was received from the patient. They reported that by "device was not working" they were referring to the device not stimulating. The cause of the issue was unknown to the patient and the steps taken/will be taken were noted as being "replace wires in body" and that on (B)(6) 2024 a rep determined the leads on the machine were not connected. The issue has not yet been resolved. The patient indicated that the cause of no longer feeling the "vibration" was determined and likely to be "a fall that dislocated lead/leads" the steps that were/will be taken were noted as being "replace wires" and the issue has not yet been resolved.

Manufacturer narrative:
Product ID 978b128 lot# va2t9nb, implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.